Event description:
The customer reported being hospitalized due to low blood glucose of 26mg/dl. The customer stated that he has been taken glucose and honey to bring up his sugar level. Troubleshooting was performed. The bolus history showed a delivery bolus of 10.6 units through the bolus wizard when his glucose was 494mg/dl a day after he was admitted. The time and date on the insulin pump were incorrect. Explained to the customer the impact of having an incorrect time and date on the insulin pump. Advised the customer to contact his doctor about the settings. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.